Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil prematurely detached. During procedure coil had premature detachment into microcatheter's distal portion before complete the wall apposition in aneurysm, then physician carefully removed full system, guide catheter, and micro catheter with damage coil. Then healthcare provider (hcp) carefully removed all systems from the patient's right middle cerebral artery (mca) 1 segment without moving forward. The coil was removed from the patient. The pushwire was bent or broken. There was friction or difficulty during delivery. The physician repositioned the coil 2 times. The physican attempted to detach the coil 1 time with the instant detached. The physican tried 2 instant detachers. Continuous flush was administered during the procedure. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccualr aneurysm in the right mca. The max diameter was 6.7mm and the neck diameter was 4.3mm. Patient blood flow was high and vessel tortuosity was severe. No patient symptoms or complications were reported.  Ancillary devices: redio fucus, 7 f, 10 cm sheath, envoy 6f, 100 cm guide catheter, echelon 10, lot b476468 microcatheter, traxcess 14 guide wire , microvention guidewire

Event description:
Additional information was received reporting the catheter resistance was in the distal position. The coil came out of the introducer sheath. After removal the coil was a little bit kinked as confirmed by the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.